Event description:
The initial report indicated that during treatment of an aneurysm of the carotid artery segment (5.3-8.7mm, and neck of 3.89mm), the enterprise stent ((B)(4)/lot unk) met resistance during advancement through the proximal (mc) microcatheter, but the physician tried again, but still cannot advance anymore. Then the physician withdrew it, but the vrd was released in y-valve. The device was changed to another one to complete the procedure with the same mc. However, the analysis found that the device was fractured/separated at 43.7 cm from the distal end. During the multiple attempts to advance the enterprise, no additional force was utilized at any time, and a constant fluoroscopy was performed at all times. An adequate continuous flush was maintained through the mc at all times. The mc was re-shaped prior to use with the shaping mandrel, steam, and without any damages. Prior to the enterprise not being able to advance all the way through the microcatheter, there was no resistance when it was inserted/advance in the microcatheter or any other time, and there were no kinks in the mc that may have contributed to the event. After the event, no damages were noticed on the stent (uplifted struts, kink bend, fracture, separated, etc), delivery system/introducer (kink, bend, fracture, separated, etc), distal tip (unraveled, kink, bend, fracture separated, etc), introducer or microcatheter.

Manufacturer narrative:
One non-sterile enterprise vrd and delivery was received in a plastic bag. The stent was received deployed. The delivery wire was inside the introducer tube, when the delivery wire was taken out from the introducer tube it was observed that it was fractured on the rigid delivery wire at 43.7 cm from the distal end. Both the proximal and distal parts of the delivery wire were received. The stent was inspected under microscope and no evidence of damage was observed. Due to the separated condition of the guidewire and deployed stent, functional testing for the reported resistance/friction could not be performed. The unit was sent to (B)(6) analysis and results showed that the possible cause for the separated condition was an indentation on the edge of the core wire, which consequently caused a crack that propagated on most of the fracture surface; there is also evidence of stretching prior to the separation. In addition, the indentation exhibited evidence of deposited material; (B)(4); this suggests that after the indentation occurred residues of saline were deposited inside as a result of damage on the core wire. Results also showed that the surroundings of the core wire fracture/separation surfaces presented evidence of chemical attack; however, it was not possible to determine conclusively when or how the chemical attack occurred. Cutting as the root cause was discarded (by comparison) since the fracture sites did not present any characteristics typical of this failure mode. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10035713. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported resistance/friction could not be evaluated due to the returned condition of the device. It was confirmed that the stent was deployed; the timing and root cause cannot be determined with analysis. However, as reported the stent deployed in the y-connector as it was being withdrawn. This is likely to the introducer not being fully seated in the hub of the mc during withdrawal, or if the stent was recaptured into the introducer during withdrawal from the mc, not withdrawing the introducer and the stent simultaneously would result in the stent being deployed. In addition to the reported events, it was observed that the delivery wire was separated and presented with evidence of chemical attack. The timing and root cause of these findings cannot be determined; however, there are no defined causative manufacturing defects noted. Via the risk management process continued evaluation and investigation of this issue by the quality team is being conducted. Action has been opened to address this issue.